Manufacturer narrative:
Cmo investigated on retained lot samples from lot 60041a and verified that the machinery used during manufacturing showed no abnormalities

Event description:
Caller left a vm and stated a new poly bag of 29g 1/2 in 1cc insulin syringes was opened, and 2 of the 10 syringes did not have a cap on. User reports it stuck him in the palm of his hand, and the reason for the call was to ask what we would do about it. User stated that it was unsafe and not sterile, as he said there were several pinholes in the polybag as well. Mhc attempted to get additonal information from caller, but was unable to get back into contact with them.

Event description:
Caller left a vm and stated a new poly bag of 29g 1/2 in 1cc insulin syringes was opened, and 2 of the 10 syringes did not have a cap on. User reports it stuck him in the palm of his hand, and the reason for the call was to ask what we would do about it. User stated that it was unsafe and not sterile, as he said there were several pinholes in the polybag as well. (B)(6) attempted to get additional information from caller but was unable to get back into contact with them.

Manufacturer narrative:
Initial trend analysis for lot 60041a was conducted, no malfunctions were found. This is the only complaint for lot 60041a. Further investigation will be conducted to determine the root cause of complaint.